Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - requested but not provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while deploying the angio-seal on a large patient, resistance was felt and the doctor stepped in to assist and the entire device pulled out of the patient. Manual pressure was applied to reach hemostasis. The patient is fine and the procedure was completed. It was reported that the estimated blood loss was <250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.